Event description:
It was reported that the threshold on the right ventricular (rv) lead was high due to a lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the partial lead was returned and analyzed. The distal conductor was fractured and the defib conductor was distorted. Blood/body fluid was found on the outer tubing overlay (not obstructed), which also exhibited cosmetic environmental stress cracking. The outer insulation exhibited a cosmetic depression, and blood was found in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head).